Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that stimulation was not covering her typical pain pattern. Different changes in position made it worse. The patient had adaptive stimulation and was so delighted when it was set up. A couple reprogramming¿s were done and the patient stated that she received only 30 percent pain relief. Impedance checks were done and no abnormalities at reprogramming on (B)(6) 2015. The report given to the doctor on (B)(6) 2015 in (B)(6) after a thorough reprogramming on (B)(6) 2015 and the patient was not receiving greater than 30 percent pain coverage. The doctor spoke to the patient and recommended a surgical lead implant for the patient since she had such varying changes with different positions. A consult with the neurosurgeon was ordered. Surgical intervention was planned. No surgery date was set at the time of report. The issue was reported as resolved at the time of report. Relevant medical history included spinal pain.